Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch # 2032227-2016-43004.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the blood glucose ran as high as 520 mg/dl. The alarm had not occurred during the manual prime. The alarm was resolved with a complete set change. The customer was advised to change everything once he got home and then call back to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.